Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient was hospitalized with low blood pressure. Patient reported this was due to her personal diabetes manager not holding a charge, which impacted insulin delivery. She experienced shakiness, lost consciousness and had to be taken to the hospital. Patient was treated with intravenous therapy, insulin and her "regular medications" (arumdex, omeprazole, vitamin d complex, miralax); blood work was also performed. Patient remained hospitalized at the time of medical event reporting. Patient was also prescribed humalog insulin, to be taken as follows: 1.6 units in the am, change to 1.7 units at noon, then that amount changes after 8pm.